Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.